Manufacturer narrative:
(B)(4). Evaluation of the incident device found excessive blood inside the aspirator tube which created a conductive path between the active electrode and the external surface of the electrode insulation. The insulation was melted at the aspiration holes. The device failed hipot testing around the melted insulation. The instructions for use warns irrigation fluid must be cleared and suction activated prior to activating the handset to prevent this type of occurrence. Review of the manufacturing non-conformance records confirmed the lot was released meeting specifications.

Event description:
The customer reported that during the procedure, the insulation coating on the tip of the shaft was melted. Electricity leaked from there and the electrode did not work. Another device was used to continue the procedure. There was no harm to the patient. Covidien's initial testing confirmed electrical leakage around the melted section of the electrode. The electrode failed hipot testing.